Event description:
Meter name: one touch ultra, strip name: ultra, meter code: unk, strip code: unk, strip storage: unk, symptoms: sluggish, incoherent. A pt reported they were treated by the paramedics. Their meter allegedly would power off during use. Not able to get a blood reading in the meter. The result on the paramedics meter was unk. Treatment was glucose to "boost up sugar". No further info has been reported.